Event description:
A malfunction alarm with the code "malf 12" occurred, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support arranged for a replacement pump and confirmed the shipping address. The customer was instructed to set the pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.